Event description:
A nurse reported that a surgeon observed a fiber in a pt's eye during an one day postoperative visit. The pt was brought back to the operating room and had it removed. Add'l info was requested. However, none has been provided to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).